Event description:
It was reported a revision surgery from the left hip was performed due to intense pain and metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the cup and head and these failures will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. It was reported a revision surgery of the left hip was performed due to intense pain and metallosis. The clinical information provided, of the elevated metal ion levels, the grey discoloration of the capsule and thickening of the capsule, may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation but as the revision surgeon noted, relationship to the extreme upsizing of the initial shell cannot be ruled out. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.